Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the bottom of the sagittal saw attachment device broke off. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that the unit failed the general condition check and the pin was missing from the turn knob. During service/repair, it was determined that the turn knob was damaged (tampering; unauthorized repair), the pin was missing from the turn knob and there was an unknown debris substance on the ball bearings. It was further determined that the component damage was caused by tampering/unauthorized repair/modification by the customer or a third party and improper cleaning. The assignable root causes were determined to be due to tampering/unauthorized repair/modification and improper cleaning method. If additional information should become available, a supplemental medwatch report will be submitted accordingly.